Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture broke. There were no adverse patient consequences.